Manufacturer narrative:
(B)(4): lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -9.00/2.0/085 (sphere/cylinder/axis) implantable collamer lens was damaged during loading. There was no patient contact. A back up lens was used. This occurred on (B)(6) 2022.